Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 527 mg/dl at time of report and a manual injection was used to correct. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.